Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Since (B)(6) 2015, atrial pacing impedance measured 1102 ohms and has been rising to 1824 ohms on (B)(6) 2015. Concomitant medical products: 419488 lead; 694965 lead, implanted (B)(6) 2006. (B)(4)

Event description:
It was reported that, during the change-out procedure, the left ventricular (lv) lead was connected into the right ventricular (rv) port and the rv lead was connected to the lv port. There was inhibition of pacing due to noise observed on the lv lead. The sensitivity was decreased. The lv lead remains in use. It was also reported that the right atrial (ra) lead exhibited a steady rise and now measured high impedance values. The ra lead remains in use. No patient complications have been reported as a result of this event.